Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to oversensing. The patient had slow ventricular tachycardia at 150bpm. Data analysis was performed, and boston scientific technical services suspected that the rhythm was slow ventricular tachycardia. The rate was approximately around 130bpm, and the therapy zones was programmed to 210bpm to 230bpm. The device delivered therapy due to some double counting beats. Troubleshooting and programming options were provided. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to oversensing. The patient had slow ventricular tachycardia at 150bpm. Data analysis was performed, and boston scientific technical services suspected that the rhythm was slow ventricular tachycardia. The rate was approximately around 130bpm, and the therapy zones was programmed to 210bpm to 230bpm. The device delivered therapy due to some double counting beats. Troubleshooting and programming options were provided. There were no additional adverse patient effects reported. The device and electrode remain in-service.